Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the ip address for the vspecials device needed an update. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did notlocate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ip address for the vspecials device needed an update. A technical support specialist performed a manual recovery at the station. The station was not communicating due to a tracking value mismatch with the server. The fse corrected the issue and confirmed that the correct ip was assigned to the station. The system functioned as intended after the technical support specialist troubleshot the device.